Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up. It was reported there was residue from a vial rubber stopper inside the medication. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with solution in it and a gray colored particle that is highlighted with a red circle. No other information could be obtained from the photos. A device history record review was completed for provided material number 303345, lot 4060239. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 303345. Batch number#: 4060239. Verbatim#: issue: residue from rubber stopper on medication vial inside medication that was going to be infused into a patient. This could pose a serious event to patient if it had not been seen by the lpn. This was after using the bd blunt plastic cannula.